Event description:
A physician reported that a female pt experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. An isolate was obtained which was positive for fusarium. The lenses were cultured and found positive for fusarium and gram-negative microorganism. The pt was first presented to an ER and was given unspecified drops. Upon confirmation of the culture, the pt was given treatment of natacyn (natamycin), zymar and vancomycin forte. The outcome was unk.